Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller and patient keep seeing "no device found, ensure communicator is over the ins" message today for MRI. Technical services (ts) had them power down the communicator and the handset today and retry again but they got the same result even tried again with turning the communicator in a different direction over the ins. This did not change result. During discussion with caller and patient, it was mentioned that last month patient had a fall on her butt and wondered if that could have caused an issue. Ts reviewed that it could be possible. Patient also mentioned that she hasn't felt like the therapy has worked for her since implant. Redirected caller to managing healthcare provider (hcp) to check ins and if MRI is urgent to have hcp fill out eos MRI form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.